Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the patient sustained severe physical injury, severe emotional stress, mental anguish due to failure, removal/replacement and or inability to have the lead removed or replaced. The lead remains active. No patient complications were reported as a result of this event. It was further reported that the lead was removed and replaced due to high impedance, oversensing, and an apparent lead fracture. No patient complications have been reported as a result of this event.